Event description:
Customer reported that the cartridge was not fitting properly into the pump, preventing it from snapping into place. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed to have not exceeded 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing instructions to remove an o-ring from the pneumatic tap area and clean it, after which the customer successfully loaded the cartridge and resumed insulin delivery.